Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had intermittent "boils" at site of neurostimulator. Ultra sound reveals fluid collection. General surgeon removed unit and leads. Chronic infection with fibrous capsule and granulation tissue neurostimulator site infection, date of test: (B)(6) 2022 and physical exam date of test: (B)(6)2022 . Fluid collection at site date of test: (B)(6) 2022 x-ray, MRI, CT scan and the results was device intact and in place date of test: 28-mar-2022. The device was explanted and not replaced on  29-mar-2022. It was stated that it was possibly related to incisional site.  Resolved without sequelae 29-mar-2022